Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter. The physician attempted to apply force from the handle, and the clip eventually released from the catheter without tearing the fabric. It was noted that the spring came out of the handle. There were no patient complications reported as a result of this event.